Event description:
Risk manager reports that the drain broke while in use on a patient who underwent an anterior cervical discectomy, with an iliac incision. The broken drain was noticed when the nurse discontinued the drain prior to the patient's discharge. The drain separated leaving a portion of the drain in the patient. The doctor was notified.